Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that, "when inserting the catheter and removing the metallic guide from the catheter, it got stuck and it was hard to remove the catheter." No other information was provided.